Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The procedure was completed with another 3.0mm x 150mm x 150cm coyote balloon catheter. No patient complications nor injuries were reported.